Manufacturer narrative:
The insulin pump received with corroded battery cap contact and battery tube. Unable to prime the insulin pump during prime test due to loose motor support disk. No prime alarms were noted. The insulin pump received with cracked battery tube threads and minor scratches on lcd window.

Event description:
It was reported that the customer's insulin pump was squirting out insulin and an alarm was received during the manual priming process. The customer's blood glucose level was 124 mg/dl at the time of the report. It was found that the drive support cap was sticking out. The customer was advised to discontinue using the pump. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.